Event description:
It was reported that the patient noticed "twitching" several days earlier, which lead to the atrial lead dislodgement. The lead was repositioned and remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.